Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fatal error had occurred. A field service engineer (fse) replaced the hard drive with a pre-imaged drive. The station attempted to synchronized but failed multiple times, so it was reimaged again and then synchronized successfully. Customer logged in to complete the setup. The system was able to synchronize and access successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es shown error message as fatal error occurred on the underlying data source. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.